Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The aus system was explanted and replaced. There were no further patient complications reported.